Event description:
A complaint was received that a consumer received "hi" readings on their correctly calibrated medisense exactech blood glucose monitoring device. The complainant felt no symptoms of high glucose. No laboratory comparisons were performed. Control solutions were sent to the consumer and the results of testing the device with those control solutions showed that the device fell outside of the assigned ranges for both low and high levels and these values were determined to be clinically significant.